Event description:
Info received indicates the nurse call function is not working.

Manufacturer narrative:
The tech found the sidecom circuit board was shorted. He replaced the sidecom circuit board to repair the bed.